Manufacturer narrative:
A ge service representative performed an on site investigation. The g1 connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported both the monitor would function upon start up, but would eventually intermittently lose the ability to display an image as the system became warm form use. There was no report of a death or serious injury.